Manufacturer narrative:
(B)(4). The unit was returned and the investigation of the equipment did not identify anything that would have caused or contributed to the reported event of the cord catching on fire. The unit was specifically tested and all output powers were found to be within specifications. The generator was found to function normally and within specifications.

Event description:
The customer reported that a non-covidien monopolar cord that was used during a laparoscopic procedure was found to be on fire at the point where the cord attached to the plug in the covidien generator. The cord and plug became detached due to the fire and the fire burned itself out. There were no injuries to the patient or surgical staff.